Manufacturer narrative:
Reported event of tip detached prematurely. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the technician noticed that the tip of the lithotripter basket was missing after the device was removed from the packing tray. Reportedly, the handle of the device was actuated to test functionality. There were no reported complications due to this event.

Manufacturer narrative:
A visual evaluation of the device found the basket wires were retracted into the coil assembly and the tip was missing and not returned. Side car-rx pushback was found to be within specification. A functional evaluation was performed by extending the basket wires and found the wires were properly formed. The condition of the returned unit was consistent with the complaint incident that the tip detached. The evaluation concluded that it is possible the customer damaged the device while testing the device during preparation and outside the patient. Therefore, the most probable root cause of "handling damage" is selected for the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx lithotripter compatable basket was opened to be used for an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during unpacking, the technician noticed that the tip of the lithotripter basket was missing after the device was removed from the packing tray. Reportedly, the handle of the device was actuated to test functionality. There were no reported complications due to this event.